Manufacturer narrative:
Additional information are to be collected and investigations are in progress.

Event description:
The i.b.s.¿ screws are osteosynthesis bone screws, existing in different models, diameters and lengths. The implants are manufactured in titanium alloy in accordance with the standard nf iso 5832-3 and astm f136. The i.b.s.¿ compression and neutralization osteosynthesis screws are intended for: the fixation of arthrodesis, osteotomies or fractures of long or short bones of the upper and lower limbs. Osteosynthesis requiring a mono or bicortical compression the size of the chosen screw should be adapted to the specific indications. Event description: it was reported via a sales rep that while a physician was performing an austin / akin bunionectomy with 2 ibs screws, the screws were not cutting into the cortex and the patients bone was breaking the tips of the screws. He previously drilled and counter sinked for each screw according to the surgical technique. The patient had hard bone but it was not hard enough (per the surgeon) that it should have prevented the screws from cutting and damaging the screws. No screw fragments were left in the patient and the patient's case was able to be completed with a different set of ibs screws. Additional information are to be collected and investigations are in progress.

Event description:
The i.b.s.¿ screws are osteosynthesis bone screws, existing in different models, diameters and lengths. The implants are manufactured in titanium alloy in accordance with the standard nf iso 5832-3 and astm f136. The i.b.s.¿ compression and neutralization osteosynthesis screws are intended for: the fixation of arthrodesis, osteotomies or fractures of long or short bones of the upper and lower limbs osteosynthesis requiring a mono or bicortical compression the size of the chosen screw should be adapted to the specific indications. Event description: it was reported via a sales rep that while a physician was performing an austin / akin bunionectomy with 2 ibs screws, the screws were not cutting into the cortex and the patients bone was breaking the tips of the screws. He previously drilled and countersinked for each screw according to the surgical technique. The patient had hard bone but it was not hard enough (per the surgeon) that it should have prevented the screws from cutting and damaging the screws. No screw fragments were left in the patient and the patient's case was able to be completed with a different set of ibs screws. Additional information are to be collected and investigations are in progress. Part s20 st016 ibs® 2.5-c compression screw diam2.5 lg 16mm t7 batch 2309035 quantity : 1. Part s25 st016 ibs® 2.5-c compression screw diam2.5 lg 16mm t7 batch 2305039 quantity: 1. Part s25 st016 ibs® 2.5-c compression screw diam2.5 lg 16mm t7 batch 2309130 quantity: 1. No new surgery has been reported to date. The patient had different ibs screw placed and the surgery was completed.